Event description:
Healthcare professional reported approx 4.5 months after injection to the cheeks with juvederm voluma with lidocaine as well as concomitant injection to the lips with juvederm ultra smile pt developed "massive swelling of cheeks, chin, and lower lip," "massive lymph edema,: and hard nodules on the "rim of orbita and jawbone." Pt was treated with prednisone and augmentin after which soft tissue edema resolved. The hard nodules decreased over time, resolving approx two months after onset.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of "massive lymph edema," swelling, and hard nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.